Event description:
It was reported that a guidewire stuck was experienced. During a procedure to treat atrial fibrillation, attempts were made to position the farawave pulsed field ablation catheter at the carina when the non-boston scientific guidewire was withdrawn into the catheter, it became stuck and was not possible to move. Attempts were made to move the wire forward and undeployed the catheter but that this did not free up the wire. Subsequently, the catheter and guidewire were removed from the body and no tissue was observed at the tip of the catheter or guidewire. The catheter was replaced, and the procedure was completed. There were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the farawave catheter was visually inspected, and no abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported allegation of guidewire stuck.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was experienced. During a procedure to treat atrial fibrillation, attempts were made to position the farawave pulsed field ablation catheter at the carina when the non-boston scientific guidewire was withdrawn into the catheter, it became stuck and was not possible to move. Attempts were made to move the wire forward and undeployed the catheter but that this did not free up the wire. Subsequently, the catheter and guidewire were removed from the body and no tissue was observed at the tip of the catheter or guidewire. The catheter was replaced, and the procedure was completed. There were no patient complications. The catheter is expected to return for analysis.